Event description:
The facility reports a device with will not calibrate properly, too much volume, found during biomed testing. The hospital representative stated that there have been no reports of any patient injury or medical intervention. No additional information is known.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on mar 21 2007. Evaluation summary: the pump was evaluated by a baxter service technician. The reported condition was not confirmed.